Manufacturer narrative:
This complaint was reopened in reference to (B)(4). Investigation results: optical inspection: first step of our investigation is the optical inspection. The visual inspection revealed that the valve scratch but has no apparent deformations or other abnormalities. Permeability test: to proof the penetrability of the valve we carried out a penetrability test. This test was carried out at a hydrostatic pressure difference of approx. 20-30 cmh2o in the flow direction. The test results that the progav 2.0 valve was permeable. Adjustment test: our adjustment tests are carried out with the standard progav 2.0 adjustment and measurement tools and the progav 2.0 check mate as well. The progav 2.0 is adjusted from 0 up to 20 cmh2o in steps of 2 cmh2o and down again in the same way. It was possible to adjust the valve in all pressure ranges up and down again in the same way by using the progav 2.0 check mate. Braking force and brake function test: to measure the braking force we have investigated the valve with a braking force apparatus. Here, it is measured how much force must be exerted on the housing to release the rotor to adjust the valve by the integrated magnet of the braking force apparatus. Both the braking function and the braking force could be detected positively. The measured values were within accepted the specification. Result: in the visual inspection of the valve we could, scratch but has no apparent deformations or other abnormalities determine. It was possible to adjust the valve up and down again in steps of 5 cmh2o. The valve has held the set pressure stages. To proof if the brake function is full in place we carried out a brake function test. The investigation has shown that the brake function is present. The braking force lies within the accepted tolerance. In the further course of the investigation, we tested the valve topermeability. The investigation results that the valve is permeable. Given the fact that during the treatment with shunts the following complications may arise: infections, blockages caused by protein and/or blood in the cerebrospinal fluid, over/under drainage1, we decided to dismantle the valve. Inside the valve we found minimal deposits of protein. Based on our test results, we cannot to confirm that the valve does not hold the pressure stages. Perhaps the deposits inside the valve could have influenced the function in the past. But at the time of delivery, there is no fault with this progav 2.0 valve.

Event description:
It was reported that there was an issue with fx414t - progav 2.0 with shuntassistant 25. According to the complainant at time of insertion the valve was thought to have been set to 2 . When the valve was checked the following dayit was found to be at 18, and reprogrammed down to 2. It is unclear why there was this discrepancy. The valve was explanted and returned to the manufacturer for evaluation. Further details were not provided. Patient information: age: (B)(6). Weight : (B)(6). Height : 129 cm.